Manufacturer narrative:
The requested log review for when the door was opened due to reported patient tampering from use of a personal key was completed. The door was recorded opened at 10:36:22am on (B)(6) 2018. The door was recorded opened an additional four times while the pca was in an idle state between the times of10:44:50am to 10:49:10am on (B)(6) 2018; reference the log summary section of the report for additional information. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the patient was observed by his nurse attempting to hide something in his pocket when the nurse became suspicious and had another staff observe patient¿s behavior. Upon entering the room the second staff person found the patient with a set of his own keys and a key in the pump key hole, opening the door to the pump. The staff person asked the patient for the keys and inspected them and verified they were his own keys and not a pca key. The door to the pca was unlocked. The patient reported ¿it was easy to open the pump¿ using a key with wear and jiggling it, the pump door would open. They were not able to confiscate the patient¿s keys. The staff reported that the patient had been a patient previously and was on pca pump at that time, but no events were reported at that time. The syringe was taken to pharmacy and drug was verified by pharmacy to be morphine sulfate as dispensed, quantities were reconciled from infused and wasted. They would like the event log reviewed to see when the door was opened. A morphine infusion (pca only) with a dose of 1mg, (30mg/30ml) with a lockout interval of 10 minutes and max limit of 6 mg/hr. There was no patient harm.